Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part# 319.006 lot# 5606313. Release to warehouse date: 02oct2007. Expiration date: n/a. Manufactured by (B)(4). Review of the device history record(s) showed that there were potential issues during the manufacture of the product that would contribute to this complaint condition. Part 319.006 lot # 5606313 contained nonconformance us1092257 for a thread feature on the needle component of both the 319.004 and 319.006 depth gauges which were found to be significantly undersized. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated. Based on the evaluation of the data, as well as the intended use of the devices, there were no safety or functional concerns with the devices assembled with the out-of-specification components. The relevance of the nonconformance to the complaint condition will be determined when the product is returned for investigation. Investigation summary: the item passed testing per the inspection sheet and worked within normal parameters. The item passed synthes final inspection on 22-feb-2017 and will was returned to the customer upon completion of the service and repair process. Service record router completed through operation 30. The evaluation was unconfirmed. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated. Based on the evaluation of the data, as well as the intended use of the devices, there was no safety or functional concerns with the devices assembled with the out-of-specification components. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. Synthes manufacturing location (B)(4)/2530088 & lot number was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part# 319.006 lot# 5606313. Release to warehouse date: (B)(6) 2007. Expiration date: n/a. Manufactured by synthes (B)(6). Review of the device history record(s) showed that there were potential issues during the manufacture of the product that would contribute to this complaint condition. Part 319.006, lot # 5606313 contained nonconformance (B)(4) for a thread feature on the needle component of both the 319.004 and 319.006 depth gauges which were found to be significantly undersized. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated. Based on the evaluation of the data, as well as the intended use of the devices, there were no safety or functional concerns with the devices assembled with the out-of-specification components. The relevance of the nonconformance to the complaint condition will be determined when the product is returned for investigation. Investigation summary: the item passed testing per the inspection sheet and worked within normal parameters. The item passed synthes final inspection on (B)(6) 2017 and will was returned to the customer upon completion of the service and repair process. Service record router completed through operation 30. The evaluation was unconfirmed. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated. Based on the evaluation of the data, as well as the intended use of the devices, there was no safety or functional concerns with the devices assembled with the out-of-specification components. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. Synthes manufacturing location & lot number was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation has been completed. The customer reported the depth gauge malfunctioned and got stuck. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on (B)(6) 2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for a fractured wrist (unknown side) on (B)(6) 2017. A depth gauge for 2.0mm and 2.4mm screws malfunctioned by getting stuck and was deemed unusable on the back-table. The patient was in the room and there was a readily back-up device available. There was no surgical time delay and no medical or surgical intervention. The procedure was successfully completed. The patient status outcome is stable. Concomitant devices reported: 2.0mm and 2.4mm screws - part # - unknown, lot# - unknown, quantity# - unknown. This is report 1 of 1 for (B)(4).